Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for failed back surgery syndrome. Patient reported loss of stimulation. Patient reported that he tried to turn his stimulation on the date of this report but was not able to get stimulation on. Patient reported he had problems charging "months ago" so he just gave up. Patient stated that his ins needed a restart. Patient stated his doctor has retired and he does not have a current managing doctor. Patient stated that he has met local representative in the past for programming and he was wondering if he could meet a representative for a restart. Additional information was reported by medical representative who reported that they were still trying to coordinate with the patient a time to meet. No further information reported.